Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 45 mm abdominal aortic aneurysm. It was reported that during the index procedure, an angio was performed, where an endoleak type 1a was noted after touch-up. Chimney technique was performed by using a non-medtronic device for the lower right ra, and then an aortic extension was additionally placed. It was reported that another angiography was performed, where it was noted that the endoleak decreased, but a minor leak remained. As per the physician, cause of the event was anatomy, due to a short and strong reverse taper shape aortic neck. No additional clinical sequelae were reported and the patient will be monitored.